Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) grade 4. A ntw (lot: 40403r1012) clip was inserted and deployed on the mitral valve. To further reduce mr, a second ntw (lot: 40403r114) clip was inserted however, it was removed when grasping difficulty was encounter. A xtw (lot: 40716r1033) was attempted to be implanted. While advancing the clip, it contacted the first ntw clip, causing that clip to detach from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The xtw clip was then removed. The procedure was abandoned with mr remaining grade 4. On (B)(6), the patient reportedly died from an unknown cause.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
H6 health effect - clinical code 4451 was removed. H6 health effect - impact code 1802 was removed. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported device damaged by another device (dislodged) was due to procedural circumstances. The reported slda was a cascading event of the reported device damaged by another device (dislodged). The cause of the reported difficult imaging was unable to be determined. The reported unrelated death was due to the patient¿s pre-existing cardiac issues. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.